Manufacturer narrative:
(B)(4). A batch review will be performed. Should the device be received or other additional relevant information be obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a triple phase bag was misassembled, with the wrong leads connected to two of the three chambers. The lead with the injection port should be connected to the glucose chamber, and the lead with the drip chamber should be connected to the amino acid chamber; however, the reporter stated that the leads to these two ports were reversed. The step of setup or therapy during which this was noticed is unknown. Patient involvement is unknown, though there was no report patient injury or medical intervention associated with this event. No additional information is available. This is report 5 of 16.